Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the microscope being shut down and restarted indicated that the software functioned as designed. Analysis found that the software functioned as designed.

Manufacturer narrative:
Additional information: patient demographics have been provided. It was reported that the delay was 2 hours.

Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. No additional information provided.

Event description:
Medtronic received information that, while in a cranial resection, the microscope and navigation system could not establish a link. Restarting the navigation system did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. Following the procedure, the microscope was restarted separately and functionality was restored. There was no reported impact on patient outcome. No additional information was provided.